Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Olympus received information from ansm (french regulatory agency) that the thunderbeat 5 mm, 35 cm, front-actuated grip type s scissor broke off inside the patient during a laparoscopic operation on the pancreas. There was a risk of device loss inside the patient and risk of injury to nearby organs or vessels vicinity. There was no further harm or user injury reported due to the event. Additional information was requested; however, no further information was obtained at this time.

Event description:
Olympus received further information indicating that the fallen part was recovered from the patient's body. The procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5. Please see updates to b2, b3, b5, h6, and h10.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide updates to fields d9, h3, and h4. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The evaluation confirmed the following: the probe had broken around the outer pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the probe broke which led to recovery of the device occurred due to one of the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.